Manufacturer narrative:
Explant performed.

Event description:
It was reported that the health care provider reached out to technical services (ts) wondering why they did not get an alert when the patient got out of range (oor) shock measurements. Upon review, it was noted no alert was posted likely because the check shock lead message was cleared after the oor value occurred during the daily measurement, which was believed to be caused by atrial ablation on this patient. Red alert relies on that message to trigger. Ablation energy may have caused the oor if the measurement was saturated. Subsequent measurements are normal, and no noise is present on the electrogram (egm) channel. The plan is continue monitoring. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the health care provider reached out to technical services (ts) wondering why they did not get an alert when the patient got out of range (oor) shock measurements. Upon review, it was noted no alert was posted likely because the check shock lead message was cleared after the oor value occurred during the daily measurement, which was believed to be caused by atrial ablation on this patient. Red alert relies on that message to trigger. Ablation energy may have caused the oor if the measurement was saturated. Subsequent measurements are normal, and no noise is present on the electrogram (egm) channel. The plan is continue monitoring. At this time, the product remains in service and no adverse patient effects were reported.